Event description:
Dentist reported to canadian distributor, claimed circumstance of quick setting of permalute resin used in connection with planned insertion of post into a tooth. Dentist claimed permalute snap set, thus not allowing him time to place the post. He then (inappropriately) utilized a high speed drill with a diamond but to drill down root. In the process, the drill perforated the root. The tooth later was lost as reported to co on 09/18/1998.